Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('evicted (B)(6) 2014') in a female patient who had essure inserted. In 2006, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('evicted nov 2014/ made me bleed') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and iron deficiency ("iron deficiate"). The patient was treated with surgery (essure device removal). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the genital haemorrhage and iron deficiency outcome was unknown. The reporter considered genital haemorrhage and iron deficiency to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media- genital bleeding, iron deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: model no of drug was changed to 205 from 305 and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('evicted (B)(6) 2014/ made me bleed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and iron deficiency ("iron deficiate"). The patient was treated with surgery (essure device removal). Essure was removed in (B)(6) 2014. At the time of the report, the genital haemorrhage and iron deficiency outcome was unknown. The reporter considered genital haemorrhage and iron deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- genital bleeding, iron deficiency quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event medical device removal pt was updated to genital bleeding and iron deficiate added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('evicted (B)(6) 2014') in a female patient who had essure inserted. In 2006, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.